Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and there is no status indicator illuminated. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
A pad-pak was inserted into the returned pad device. The green status indicator was not flashing and would not power on confirming the fault. The device was disassembled for investigation and this revealed that the q55 transistor was displaced on the printed circuit board. This component forms part of the on/off circuitry and would explain the fault. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.